Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID: 3550-29, lot# n154029, implanted: (B)(6) 2009, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend concerning patient with an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported the patient¿s pain stimulation has never worked and it will be taken out. No patient symptoms were reported. No further complications were reported/anticipated.